Manufacturer narrative:
A ge service rep performed an on site investigation . The reported failure could not be duplicated. As a protective measure erased flash, reloaded software and uploaded config. The power plug lugs were also tightened. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9900 system locked up and had to be rebooted. There was no report of pt injury.